Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that a patient¿s parameters had spontaneously changed from their previous settings when they were interrogated at a follow-up appointment. The patient¿s settings were not changed at their last appointment, and they had not been hospitalized in the interim. Their seizures have also increased since last appointment. Patient had their settings programmed back to parameters listed from previous appointment. No other relevant information has been received to date.

Event description:
An implant card was later received noting the patient had a prophylactic battery replacement. The explanted device is not available for return to the manufacturer, indicating that it has likely been discarded.

Event description:
The patient¿s provider later reported that the issue has resolved and there is no further complaint regarding this event.